Manufacturer narrative:
Thv/tvt registry this is one of two manufacturer reports being submitted for this case. This report represents the second implanted valve. Please reference related manufacturer report 2015691-2021-01553. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including preoperative comorbid status, the degree and bulkiness of aortic valve and annular calcification, interventricular septal thickness, preexisting electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that preexisting heart block is common in patients undergoing tavr or surgical avr and another 4 to 6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Patient factors and/or the mechanisms described above are likely contributing factors for the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
A patient with mac had a 29mm sapien 3 valve implanted in the native mitral position. Later the same day, the valve started to migrate into the atrium. A second valve was placed. The valve was successfully implanted and was stable. Post procedure, the patient was stable and was returned to ICU. Per the vcc, the patient expired a few days post procedure. The cause of death is currently unknown. However, there is no evidence or allegation that an edwards device caused or contributed to the death. Per the patients medical records, the patient was referred to the valve clinic secondary to dyspnea on exertion, shortness of breath and paroxysmal nocturnal dyspnea. The patient was found to be in heart failure with mitral valve regurgitation with moderate mitral valve stenosis within the setting of severe mitral annular calcification. The patient was recommended for transcatheter mitral valve replace (tmvr). Tmvr replacement using a 29mm s3 valve was successful. The patient tolerated the procedure well without any immediate post procedural complications. Later that same day, the patient became acutely hypoxic with worsening pulmonary edema and heart failure. The patient was intubated. Echo revealed mitral valve dehisced. The patient had severe pvl and regurgitation. The patient was referred for repeat transcatheter mitral valve replacement. A second 29mm sapien 3 valve was placed in the mitral position via transseptal approach. Follow up tee revealed mild pvl with overall regurgitation significantly improved. An lvot gradient was reduced to 50 to 60 mmhg. The patient tolerated the procedure well and returned to the patient room intubated. Two days later, the patient went into asystolic arrest. After receiving CPR, rosc was achieved. However, complete heart block developed and a temporary pacemaker was inserted. After several days, the patients renal function declined, and the patient was deemed critically ill. Plans for crrt were made, but the patient became suddenly hypoxic and acidotic. It was thought futile to continue critical care as the patient continued a sharp and rapid decline. The patient was not a candidate for further course altering interventions. Palliative care was consulted. The patient expired seven days post tmvr.